Manufacturer narrative:
Aware date was used as date of event because the date of each procedure was not provided to boston scientific. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with an erosion of the urethra years ago and the cuff was explanted at that moment. The urethra was repaired but there were scarring issues, therefore a urethral incision and a reanastomosis were performed in a follow up revision surgery.

Manufacturer narrative:
Aware date was used as date of event because the date of each procedure was not provided to boston scientific. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with an erosion of the urethra years ago and the cuff was explanted at that moment. The urethra was repaired but there were scarring issues, therefore a urethral incision and a reanastomosis were performed in a follow up revision surgery.